Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. During device evaluation, water contamination was observed in the device blower. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient also alleged water contamination was observed in the device blower. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found dc cable jack failure, confirmed power did not turn on, faulty p4 power connector, ncm rust contamination in p4 power connector. The manufacturer visually inspected the device internally and found the evidence of water ingress to moog blower, foam contamination in blower and particle contamination in blower - dust. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 32 error and all were related to error code 20 reboot issues. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation, liquid ingress and dust contamination were observed and are consistent with being from an external source. Section h6 were updated in this report.